Event description:
The pump was set up to infuse 5fu in the continuous mode, at a rate of 0.5ml/hr, vtbi of 96ml. The pump was supposed to run for 8 days, but the bag emptied in 6 days. No pt injury resulted.